Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient had the mesh (composix kugel) implanted during a ventral hernia repair surgery. On (B)(6) 2014: the patient underwent revision surgery due to the defective qualities of the mesh. Due to the bard ventralex patch mesh (composix kugel) implant, between (B)(6) 2011 and the present, patient suffered from recurrent hernia requiring multiple doctor's visits and subsequent hospitalization where surgery was required to repair the recurrent hernia due to the failure of the bard ventralex mesh (composix kugel). Patient has and will continue to suffer from serious adverse health consequences due to the complications of the initial mesh implantation. Patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, disability, impairment. The mesh implanted in patient failed to function as intended because it did not relieve the symptoms or otherwise alleviate the medical problems that it was intended to cure. Instead, the mesh caused patient to suffer serious personal injuries requiring the need for additional future medical treatment and surgery(ies).